Event description:
(B)(4). The date of onset of was as soon as the device was installed in 2011. But this website won't allow me to change the date. Fatigue, depression, irregular periods, nights sweats, hot flashes, joint inflammation, massive drop in both estrogen and testosterone hormones, weight gain, foggy brain and word loss.